Manufacturer narrative:
The main component of the system.

Event description:
A patient reported they were having a little incontinence in the last 4-5 days, prior to the report, and would like to check therapy settings. They did not remember how to use the patient programmer. During the report, stimulation was not felt and it was found to be off. The patient stated they did not know therapy was off. They turned it back on and the patient was at program 4 at 2.3v. They decreased stimulation to 1.7v because it was too strong at 2.3v. The implantable neurostimulator (ins) was indicated for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.